Event description:
A report was received from the field indicating that five healthcare workers were exposed to oil mist from the sterrad 200 unit. The worker for which this report is being submitted experienced headaches after exposure to the oil mist for approx one hour. No other details were provided by the initial reporter. This report is for the first worker.

Manufacturer narrative:
This is capital evaluated at customer's facility. Per the asp field service engineer: odor/smell. Oil filter and catalytic decompressor filter. The unit meets MFR required specifications. Cause code: oil mist filter. This is one of six 3500a reports being submitted for this product malfunction. Please ref MFR report numbers: 2084725-2009-00675, 2084725-2009-00676, 2084725-2009-00677, 2084725-2009-00678, and 2084725-2009-00679.